Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2215 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by health professional "I injected a midline at 3mls per second of isovue 300. Psi is set at 325 which these lines are rated for. During injection 50mls of isovue 300 went in fine then it pressured out and the remaining 35mls the injector backed it down to 1ml per second. Not sure why this happened. These are our typical injection parameters for midline injections (the max is 5mls for the injector setting range)."